Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise with non-sustained ventricular tachycardia episodes. Ventricular fibrillation was detected in all episodes but not inappropriate therapy was delivered. The lead was also possibly fractured. The lead was replaced and was left in the body. When the new lead was connected and disconnected from the implantable cardioverter defibrillator (ICD) several times. The lead tested fine through the analyzer. The device was explanted and replaced and the lead tested fine with no indications of a malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.